Event description:
The physician reported that during a pacemaker replacement procedure, the subject device did not capture in the ventricle. Psa testing of the ventricular lead confirmed proper function. Another pacemaker was implanted instead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.